Event description:
Follow up information received reported that the patient was seen by their physician on (B)(6) 2012 at which reprogramming was performed. No testing on the device was performed. The patient did not inform the physician of any further complaints. If additional information is received, a follow up report will be sent.

Event description:
It was reported following a fall about a month ago, the patient had pain down her left side when the device was "on" and pain in the stimulator pocket and lead location when the device was "on" or "off." The details of the fall were unclear, but the reporter stated the patient "sat down" and the side without the device swelled up. The patient's legs "did not want to hold her up," and the patient needed to use a walker. The device was currently off, but when it was "on" the stimulation was sporadic and felt like it shut off randomly. It was unclear if the patient had therapeutic effect prior to the fall, but following the fall, the patient did not have therapeutic effect as the patient had a loss of bladder control. Following the fall, the patient thought her back was injured. The patient went to a back surgeon about 2 weeks after the fall and had x-rays performed, and everything was "fine" with the x-ray s. No x-rays were taken of the device. The patient had an appointment for (B)(6) 2012 with her health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information was received that reported the patient had met with their hcp for reprogramming of their implantable neurostimulator (ins) on 2012-02-16. The patient saw "good results" from the programming. It was noted that the patient had fallen on their tailbone. Further additional information indicated the patient had met with the hcp again on 2012 (B)(6). The ins was once again reprogrammed, after which the patient reported the adjustments had been "working", but the patient had to urinate urgently more often in the morning. It was also reported that they had increased urinary urgency when they had to have a bowel movement. The patient started using a cane because "her legs don't want to hold her up" and they had pain at the implant site and in the legs. The patient was unsure whether the pain was different when the stimulation was turned off since the latest reprogramming. It was noted that the company representative who reprogrammed the ins had to use a new program because programs 1 and 2 were "not working." Also, the patient had recently met with a cardiologist for a stress test. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products - lead model 3889-28 lot #v140956 implanted: (B)(6) 2008, programmer model 3037 serial #(B)(4).

Manufacturer narrative:
(B)(4).